Event description:
It was reported that this device was beeping. An office follow-up found a battery depletion error. The office will send in the session file for analysis. The device has been implanted greater than five years. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device was beeping. An office follow-up found a battery depletion error. The office will send in the session file for analysis. The device has been implanted greater than five years. There were no adverse patient effects. The device remains implanted.